Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported having headaches and trouble seeing to read at near. The device remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.